Manufacturer narrative:
(B)(4).

Event description:
It was reported by the head nurse that during initial insertion of a central venous catheter (cvc), the spring wire guide (swg) became bent during the procedure. The device was removed and immediately replaced with another device. There were no reports of patient injury, harm, or adverse health consequences associated with the event. No additional medical intervention was required beyond removal and replacement of the device. The patient's condition was reported as "fine."